Manufacturer narrative:
The failed sample has been returned to vygon and the events described will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Upon removal of old dressing during sterile PICC dressing change, PICC was noted to be leaking from the catheter hub. Certified registered nurse practitioner called to bedside and per crnp PICC was removed with 18cm of catheter present upon removal and the tip was intact.

Manufacturer narrative:
The failed sample was returned to vygon and the events described were evaluated as part of the complaint investigation. The results of this investigation are as follows: vygon received one catheter as a sample. When flushing it, it leaked at the junction of the catheter tubing and the wing. Microscopic examination showed that the catheter was partly torn from the fixation wing. It is unknown which kind of disinfectant was used or how long the catheter was in the patient before it started leaking, and no further information was available. Vygon has seen issues from other customers with the use of alcohol based chloraprep as disinfectant. It should be noted that the product IFU states the following: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." "Avoid any contact of the catheter tubing to alcohol containing disinfectants." "Never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." Batch history records were checked and no abnormalities were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the 10th complaint for the involved batches 8036756, 8026034, and 8035199 and the 10th regarding a leakage on code 4g07125231; however, the investigations for these complaints was not determined to be manufacturing caused. No further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. Vygon will continue to monitor this issue.

Event description:
Upon removal of old dressing during sterile PICC dressing change, PICC was noted to be leaking from the catheter hub. Certified registered nurse practitioner called to bedside and per crnp PICC was removed with 18cm of catheter present upon removal and the tip was intact.